Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving 9.84 mg/day of bupivacaine, 700.8 mcg/day of clonidine, 7.008 mg/day of morphine, and 874.9 mcg/day of baclofen via an implantable pump. It was reported the patient was in the hospital and was unable to answer any questions. The hcp was asking for help turning the pump off. The hcp at the hospital stated the pump was giving too much medication and they were told the patient "had it changed on friday [(B)(6) 2021]." The patient woke up that morning [(B)(6) 2021] and something was not right. The patient was currently on a narcan drip. The hcp did not have a programmer at their facility to program the pump. Technical services reviewed options to have a local manufacturer representative paged to assist with programming.